Event description:
The customer reported the system was completely inoperable and shut down in the middle of a procedure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.